Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced a case of flow issues, and a case of defective/damaged tubing. The following information was provided by the initial reporter: material no: 2426-0500. Batch no: unknown. It was reported that some items of the batch are defective. I¿m concerned because we appear to have some in this batch that are defective.